Event description:
Another country orthopaedic association, in its 2007 joint registry report, stated that the margron dtc system was associated with higher than average rates of early revision following primary hip replacement procedures. Portland orthopaedic's initial analyses suggest that the higher rate may be due to use of the device in a series of complex cases. Increased early revision rates have not been observed in the u.s. With the current design of the margron dtc system.

Manufacturer narrative:
Another country orthopaedic association's 2007 joint registry report indicated that the margron dtc system was associated with a higher than average rate of revision surgeries based on analysis of data from 1999 through 2006. The aoa previously made a similar observation regarding the device, which was reported to FDA in may 2005. Portland has conducted initial analyses with a more complete data set. These analyses suggest that the latest margron design (introduced in 2004) has not been associated with a higher rate of revisions in the united states. The system has been associated with a higher rate of early revisions of primary hip replacement surgeries (i.e., revisions occurring within the first two years of a pt's first hip replacement) in another country. This observed trend is likely due to disproportionate use of the device in difficult cases in australia, which have an inherently higher rate of early revision. Older devices have been associated with higher early revision rates following primary procedures, as noted in the 2005 MDR report, however, most, if not all, pts with the older device received the implant more than two years ago, and are past the early revision period. As a precautionary measure, portland has taken the margron dtc system off the market in the u.s. Pending further eval of the device, except for cases in which margron-specific tools or components are necessary to perform revision of a margron implant.